Manufacturer narrative:
(B)(4). The device is not available to the manufacturer.

Event description:
It was reported that during a coil embolization procedure that the implanted coil(subject device) partially dislodged and protruded from the aneurysm. The physician used a stent to keep the coil in place and patient was administered anticoagulants and later developed loculated hydrocephalus intraventricular hemorrhage. Preexisting characteristics that may have contributed to the reported event. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available, the exact cause for the reported event (coil migration and protrusion) cannot be determined. Patient hemorrhage and patient complications (hydrocephalus) are known risks associated with endovascular procedures and is noted as such in the device directions for use (dfu); therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during a coil embolization procedure that the implanted coil(subject device) partially dislodged and protruded from the aneurysm. The physician used a stent to keep the coil in place and patient was administered anticoagulants and later developed loculated hydrocephalus intraventricular hemorrhage. Preexisting characteristics that may have contributed to the reported event. No further information is available.